Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer was hospitalized due to high blood glucose. The customer was treated with insulin drip. Customer reported that insulin pump was broken, also it was not working. The insulin pump will not be returned for analysis.